Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that her blood glucose level was over 600 mg/dl and that she treated it with a manual injection. In the afternoon, her blood glucose went down to 515 mg/dl. She stated that the cannula was bent and that dry blood was present. In the evening, the customer stated that she was not able to insert insulin in the tubing. At first, she declined troubleshooting because she said she did not feel well enough. The customer requested for the paramedics to be called. The blood glucose reading was 578 mg/dl. The insulin pump will be replaced. Nothing further reported.